Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was unable to charge ipg due to ipg being unable to connect to charger, and patients ipg became unable to communicate with external devices. Also, patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted and replaced to address the issue.